Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Off-label use (acd < 3.0mm) claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2, -6.5/+0.5/113 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same size different axis lens due to lens rotation. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
H3- device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).